Manufacturer narrative:
(B)(4). Report source, foreign ¿ events occurred in (B)(6). Report source, literature - yoshino, k. Et al (2017). Revision total hip arthroplasty using a cementless cup supporter and iliac autograft: a minimum of 15-year follow-up. The journal of arthroplasty, 32(11), 3495-3501. Doi: 10.1016/j.arth.2017.06.026. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported in a journal article that a patient showed acetabular cup loosening at one year postoperatively. Although the patient also experienced pain, she refused revision surgery. Attempts have been made and additional information on the reported event is unavailable.